Event description:
As reported to coloplast though not verified, the patient expereinced pain and physical deformity and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text : device still implanted.